Event description:
Email from sales rep with adverse event report as follows: pocket infection. Patient had new biv pacemaker placed on (B)(6) 2023 with cangaroo device (model # cmcv-009-med, lot #m23g1206). On (B)(6) 2023, patient was seen in office and noted to have a pocket hematoma. Fluid from hematoma was drained and cultured, with results positive for enterococcus and e. Coli. Patient started on antibiotics and sent home. Doctor reported on (B)(6) 2023 that patient's wound was getting worse and he planned hospital admission following upcoming office visit. Event reported as "possibly related" to cangaroo envelope as well as the procedure to implant it. Physician stated cause may be related to surgical technique as he had a second patient (without cangaroo device) who developed infection with the same bacteria.

Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted on 10oct2023, showing that all units were quality released on 17jul2023 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. Sterile subassembly lot was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory, having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that elutia processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It is noted that per the instructions for use (IFU - art-20828a) provided with the finished cangaroo envelope device, "infection" is listed as a potential complication associated with this device and the surgical procedure to implant it. It should also be noted that the patient was initially reported to have a hematoma event. However, with the confirmation of infection, this event was re-categorized as a pocket infection. Intervention included drainage in an office setting and the initiation of oral antibiotics. Drainage culture results were positive for both enterococcus and e. Coli. The specific cause of the reported pocket infection cannot be conclusively determined.